Event description:
The customer reported that the device failed to give an etco2 reading upon connecting the filterline to the device. It was reported that 5-7 minutes elapsed before the device would provide a reading. This symptom occurred during a patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to give an etco2 reading upon connecting the filterline to the device. It was reported that 5-7 minutes elapsed before the device would provide a reading. This symptom occurred during a patient event. There was no negative patient impact. The device was evaluated by a philips field service engineer. The symptom was verified. The etco2 module was replaced to resolve the issue. The device passed all testing and was returned to service. We are considering this a malfunction of the etco2 module.